Event description:
The patient was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review, of the device history record for this pump and it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.